Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that when the atrial lead was implanted, the end was damaged. The lead was not implanted and was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that when the atrial lead was implanted, the end was damaged. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was analyzed. Analysis indicates that the outer insulation was breached cut. It was also noted that the proximal conductor was distorted, that blood/body fluid was on the proximal conductor and that blood was in/on the helix/lobe mechanism. Damage at implant was also noted.